Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in the endovascular treatment of a 70mm thoracic aortic aneurysm. It was reported there were no issues encountered during this procedure. In addition, the day prior to the tevar procedure, the patient underwent a carotid subclavian bypass as part of the treatment plan for the thoracic aortic aneurysm. The following day after the index procedure, it was reported the patient suffered a stoke and had a cerebral infract which was related to the procedure. It was then decided to withdraw care and the patient was then receiving palliative care. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is being monitored.